Manufacturer narrative:
(B)(4): after several requests, the device was not received for analysisshould the device be returned for analysis, a supplemental medwatch will be sent.the device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: please clarify what is meant by the spacer. Is this referring to the white teflon tissue pad? Yes. Did the tissue pad become completely detached? Yes. Did any portion fall into the patient? No. How was it removed? The surgery find the white spacer was a little broken and removed it from trocar.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, when the new device was used maybe for thirty minutes, the surgeon found that the spacer was a little broken. He felt that it cannot be used to continue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.